Event description:
When the scrub nurse was checking the patient's notes with the implant stickers, she found that the sticker from inside the box said it was a sz 4 12.5 mm insert. The product code on the outside of the box was 960540, lot number 22837a. The product code inside the box said 960541 with lot number 21300a. The surgeon has commented that the joint was tight and had to be relaxed.